Event description:
It was reported that there was repeat dislodgement of the passive fixation right atrial lead. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, and analyzed and there were no anomalies found.